Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device did not activate and did not seal. There was a re-grasp alert and an end tone was heard but there was no evidence of energy delivery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one lf1637 was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The customer reported that the device did not activate. The reported condition was confirmed. The investigation found the device produced an instant re-grasp alarm when activated. The device was disassembled and the blue wires were found to be damaged. The manufacturing engineer was notified and confirmed that the product did not meet specifications. The jaw wires were severed; one was half severed and the other was almost completely severed. This occurred close to the jaw wire routing inside the left handle body mid-frame. Engineering reviewed the process to determine the potential root causes for this failure. This can happen if the operators have an issue with routing that requires them to remove wiring and re-route the wiring. As the wires were likely only partially severed, the device resistance test of the aft may pass as well as verification testing but fail during transportation due to the insulation damage. The investigation identified the root cause of the reported event to be a manufacturing error. Manufacturing non-conformance were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.